Event description:
It was reported via repair work order that the lifts were stuck in an elevated position due to a faulty cable harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to do repairs.